Event description:
A patient reported that the cls pocket site was a little red, warm and was weeping small amounts of fluid. The patient was admitted to hospital, and it is believed to be a localized infection. On (B)(6) 2022, an explant of the system was performed to minimize the risk for infection in the wounds.